Event description:
Customer reported low blood glucose symptoms with result of 51 mg/dl obtained on the advantage system. Customer self treated with marmalade, and re-tested within 10 mins; result following treatment was 160 mg/dl. No adverse event related to the device reported. Requested return of suspect device, and replacement was sent.